Event description:
Purchased the hero health pill dispenser (https://herohealth.com/) to dispense prescription medicines and supplements. I followed the instructions in the companion app when loading pills. On multiple occasions, the dispenser dispensed incorrect doses of pills (extra pills). Luckily I noticed and was able to avoid the extra dose. As the product is marketed to elderly and others who struggle with their medicine, this seems like a major problem as they might not notice and could have significant adverse effects. I let the company know I wanted to return the device, and they asked why and I told them about the incorrect dosages and then they didn't ask for any follow up information they just said they would send a return address. This also concerns me as it seems they want to sweep this under the rug. They then sent follow up text messages trying to get me to keep the product that they knew to be defective. They pressured me to send it back.